Event description:
It was reported the pump alarmed high alarm, communication module intermittent connection" and ?battery state faulty". No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump had a bubbled downstream occlusion sensor. Review of the event history log showed occurrences of a "pump stopped reminder" alarm message. Functional testing was performed and it was found that the reported issue was duplicated. The investigation determined that the cause of the reported issue was the internal battery. It was recommended that the pump be charged for three days to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: health effects- clinical signs and symptoms or conditions.